Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server was down. The technical support specialist dialed into the server and found that it had booted unexpectedly according to the event viewer. The system had rebooted without cleanly shutting down first, which was caused by the system stopping responding, crashing, or losing power unexpectedly. The tss confirmed that everything was working as intended and verified this with the customer. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the station server was down. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.